Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to high blood glucose levels, with a reading of 192 mg/dl. The customer stated that he has been under a lot of stress recently due to his wife being sick. The customer has experienced elevated blood glucose levels for the past two weeks. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer had questions about his insulin sensitivity. Advised the customer to speak with his healthcare professional regarding the insulin pump settings. Nothing further was reported.